Event description:
The pt experienced intensification of the lower extremity pain when the stimulation was on. When he deactivated the stimulator, the pain returned to baseline. He had discomfort at the lead implant and at the implantable neurostimulator (ins) site; the pt had pain at the lead and ins sites on examination/palpitation. The system was explanted. The pt recovered without sequela.

Manufacturer narrative:
(B)(4).